Event description:
It was reported, "prosthesis was opened for use, and it was noted under the sterile packaging and on the prosthesis there was a hair."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.